Event description:
Review of the photos that were sent with this event identify that the guide wire prolapsed in the anatomy. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection were performed on the returned guide wire and the reported bends (prolapse) were confirmed. The reported tip break was unable to be confirmed. The reported difficulty to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. A cine was received and reviewed by an abbott vascular clinical specialist who concluded that the images provided did confirm the reported device issue. Although, the clinical review was unable to identify a root cause, based on the returned analysis and cine, it is likely that during the procedure, manipulation of the guide wire against the anatomy and/or other devices used caused the tip of the wire to bend in a u-shape causing the coils to stretch at multiple locations and causing the appearance of the tip/coils break, the prolapse and difficulty to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo, 100% stenosed lesion in the mildly tortuous superficial femoral artery (sfa). The steelcore 300 cm guide wire was being used during the procedure and the lesion was pre-dilated. A supera self expanding stent (ses) and a non-abbott stent were implanted in the sfa and before post-dilatation was started, it was noted that the guide wire was bent and the coils had separated but were held together by the core. It was attempted to pull the guide wire out with the armada 18 percutaneous transluminal angioplasty (pta) catheter that was being used for post-dilatation, but the wire would not straighten enough to be pulled out. Post dilatation was then performed and once the stents were deployed, the guide wire was able to be pulled out through the stents and out of the anatomy through the sheath. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.